Event description:
It was reported that the patient had inappropriate shocks due to oversensing via decreased intrinsic amplitudes. The patient recently had a cardiac arrest and there have been some intrinsic morphology changes. An x-ray found some movement of the electrode, but technical services states it may not have moved enough to explain the morphology changes. The local representative will discuss some options with the physician. There were no additional adverse patient effects. The system remains implanted.